Event description:
A malfunction alarm identified as "malf 12" was reported, but no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue recurred.